Event description:
It was reported that a patient was hospitalized during use of a cadd-legacy® duodopa pump. The patient's pump was beeping "low battery" and the patient was unable to remove the battery door. The nurse case manager offered several suggestions but the patient stated that they had called their parent to come assist. The nurse manager advised the patient to use the "next" button to silence the alarm until it was resolved, and also advised the pump would power itself off if the batteries were completely depleted. Additional information received stated an adverse event was reported for hospitalization and "lack of effect". No permanent injury was reported.